Event description:
Additional information: a revision took place on (B)(6) 2013; the pump was re-anchored. The patient outcome was reported as ¿no injury¿. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that during the first refill appointment post implant, the physician was unable to access the refill port; it felt like he was always hitting metal. The patient was taken to fluoroscopy. It was determined that the pump was flipped.